Event description:
The suspect device result was 443 mg/dl. The user dosed insulin and became hypoglycemic. Their family member called the emts. Prior to their arrival then family member gave patient juice to drink. Pt had also fallen three times prior to the emts arrival and fractured their tibia. When the emts arrived they wrapped their ankle. Controls were in in range. The device ws replaced and requested to be returned for evaluation.